Event description:
In 2004, the patient reportedly experienced sound percept problems. The patient continued to be monitored at the center. In approx four months later, the patient was seen by a company representative. Testing performed confirmed that the device was functional. Programming adjustements were made. The center and patient continued to monitor the sound percept problems. On approx three months later, the patient reportedly experienced another sound percept problem. On the following day, the patient was seen by a company representative for device evaluation. External equipment was exchanged. However, the problem was not resolved. It was determined that the patient's device was no longer functioning.